Manufacturer narrative:
We have verified the reported lot number is not part of the u by kotex sleek tampons, regular absorbency 2018 recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The consumer stated that the u by kotex sleek regular absorbency tampon left apart and left pieces behind. Throughout her cycle, additional pieces would come out. She has stomach pain and menstrual bleeding lasting one month. She plans to visit her doctor to confirm all pieces have been removed.